Manufacturer narrative:
Philips service reconfigured the l3 brake and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to power on due to an l3 brake issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.